Manufacturer narrative:
(B)(4).the date of the onset of peritonitis was an unknown date in 2013. The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): during the follow up, the nurse reported that the patient experienced diarrhea enterobacteriaceae which led to peritonitis. On an unreported date, the pd catheter was removed. There is no serious injury or medical intervention reported in this event that is causally related to a baxter device. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event; however, treatment was not reported. At the time of this report, the patient status was unknown. Additional information was requested, but was not available at this time.